Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, beginning (B)(6) 2015, ventricular sic up to 7220; ventricular tachycardia (vt)-non sustained episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. On (B)(6) 2014, rv pacing impedance measured 4047 ohms from 627 ohms previous measurement. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non sustained tachycardia episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. It was noted that the rv lead delivered inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.